Manufacturer narrative:
Based on the information provided at this time, the cause of the post-procedure pneumothorax cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The size of the lesion was 1.8 cm, and it was located in the right middle lobe. Per the physician, the lesion was very peripheral and abutted the pleura (the distance to pleura was 0 mm); therefore, the location of the lesion made the procedure high risk for pneumothorax. A pneumothorax was suspected at the end of the procedure because the patient had diminished breath sounds on the affected side (but was stable). The pneumothorax was confirmed on chest x-ray in the recovery room. The patient noted mild chest pain on the side of the pneumothorax. The pneumothorax was large in size; therefore, a 14 french pigtail chest tube was inserted, and the pneumothorax resolved. No additional treatments were needed. The patient was admitted to the hospital for overnight observation following chest tube insertion. The chest tube was removed the next morning, and the patient was discharged home. The diagnosis was metastatic colon cancer. There were no issues or unexpected behaviors exhibited by the ion system that contributed to the pneumothorax.